Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated, and without a device to analyze, a conclusive cause for the unintended clip movement associated with clip opening while locked could not be determined. The reported tissue damage resulting in the cascading effect of mitral regurgitation (mr) appears to be related to procedural circumstances.there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 3. Imaging was challenging. The mitraclip delivery catheter (cds) (90911u189) was advanced and the clip was deployed. After, clip deployment, it was noted that clip had slightly opened; but stayed on the leaflets. As result, a second clip (91210u180) was advanced and the clip was placed. During deployment, resistance was felt when removing the gripper line and the gripper line stretched. The gripper line was removed; however, the implanted clip tilted from its original position and then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Leaflet injury was suspected as mr worsened to 4. It was not known which clip caused mr to worsen/leaflet injury. Mitral valve replacement was performed on (B)(6) 2020; the clips were removed easily and safely. No additional treatment was performed. No additional information was provided.